Event description:
It was reported that a malfunction alarm occurred on the pump. There was no reported impact to the customer's blood glucose level, as the blood glucose value was not available. A replacement pump was provided for the customer, and the malfunctioning pump was expected to be returned for further examination. No additional information was received regarding the outcome of the event.